Event description:
Sensorimatic u58-4501.

Event description:
The pt was implanted with an itrel neurostimulator in 1999 for peripheral causalgia. The pt reported feeling "electricity through every extremity" when she walked through a department store theft detector. The condition resolved spontaneously.